Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that after changing the battery, the display came up black, then went blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to insert a new battery and the display returned. The device will not be returned for analysis.